Manufacturer narrative:
The device has been disposed of by the user facility. An evaluation cannot be performed; therefore a failure analysis is not available. Product unavailable for analysis.

Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-1586 for a description of the other device. It was reported to boston scientific that during an upper gi bleed procedure the clips would not deploy properly. There were two occurrences of the clip not deploying properly. The procedure was successfully completed with a third clip. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."